Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 09/23/2016, that on (B)(6) 2016, the receiver displayed a hardware error. No additional patient or event information is available. No product or data were returned for evaluation. The complaint could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The device was charged and will boot. The data log was reviewed and firmware errors were observed. Global receiver functional tests were performed and passed. The device was opened for an interior visual inspection and passed. The battery voltage was measured and fell within the specification. The reported event of a hardware error was confirmed. A root cause could not be determined.